Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-02642. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issues and was due for 2000-hour service. Per additional information updated from ttm, biomed needs quote for repair and replacement parts for device. Snl (B)(6). Per review of wo, it was determined that the device had a failed circulation pump. Biomed requested 2k pm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issues and was due for 2000-hour service. Per additional information updated from ttm, biomed needs quote for repair and replacement parts for device. Snl (B)(6). Per review of wo, it was determined that the device had a failed circulation pump. Biomed requested 2k pm.